Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot 4kr824 is invalid, please clarify the lot involved.

Event description:
It was reported that the patient underwent an unknown dental surgery on (B)(6) 2019 and suture was used. During the procedure, the thread pulled off from the needle. There were no adverse patient consequences reported.